Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the lobe during an open hepatic lobectomy, the device made the scrub technician cycle the reload multiple times. In addition to the complex case and not related to the product issue, the patient had lost over 6000 cc's of blood and had 8 liters of additional blood brought in. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show the battery charge cycle count has exceeded the charge cycle limit. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The product analysis established a relationship between a device failure and the reported incident. Analysis of the system logs show the battery charge cycle count has exceeded the charge cycle limit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.